Event description:
The customer reported that the image taken on a larger patient was washed out gray. Found kv tracing to be to high. No patient injury was reported.

Manufacturer narrative:
The service rep found that the dose rate normal mode 8.4 r/min boost mode 17.6 r/min. Image focuses normal mode 2.7 mag 1: 3.2 mag 2: 4.0 kv tracking 1 copper 65 2 copper 76 3 copper 83 adjusted kv tracking is to high after adjustment 1 copper 62 2 copper 73 3 copper 82 system operates as intended.